Event description:
The customer reported that the systems' remote user interface buttons would not work properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the motion control panel, and the remote user interface console. The system was tested and found to be working as intended and put back in service.